Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had called the ambulance and was taken and hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 24 and 36 hours on the arm. Symptoms reported include hyperglycemia, vomiting, shortness of breath, extreme fatigue, body pains and incoherent. The patient was treated with an intravenous therapy of fluids, magnesium, sodium, zofran, dilaudid or pain and a echo-cardiogram was preformed. The patient was released the next day and the pod was removed at the hospital. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
Investigation of the device did not find any damages or defects that could affect insulin delivery. The downloaded data does not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin.